Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device presents with a core wire fractured at approximately 329.5cm from the proximal end. The sem analysis found that the fracture occurred due to a torsion overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, a wire fracture occurred. The 99% stenosed lesion was located in a severely tortuous and severely calcified obtuse marginal of the left circumflex artery. Initially the procedure was started with a 4fr guide catheter and unspecified balloon catheter, however, the balloon catheter was unable to cross the lesion. The physician then attempted to use a 1.25mm rotalink plus device, with difficulty getting to the lesion. The 4fr guide catheter was then exchanged out for another non-bsc guide catheter. There was difficulty advancing the burr through the guide catheter. While advancing the burr in dynaglide, there was an unusual sound from the advancer. Then it was found that the distal spring tip of the 325cm floppy rotawire guide wire was fractured, with the separated piece remaining in the patient. There was no attempts made to remove the detached piece of wire. No further treatment was performed to the site of the fragment at this time, but according to the physician, follow-up will be performed 6 months later. The procedure was completed with another of the same guidewires. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, a wire fracture occurred. The 99% stenosed lesion was located in a severely tortuous and severely calcified obtuse marginal of the left circumflex artery. Initially the procedure was started with a 4fr guide catheter and unspecified balloon catheter, however, the balloon catheter was unable to cross the lesion. The physician then attempted to use a 1.25mm rotalink plus device, with difficulty getting to the lesion. The 4fr guide catheter was then exchanged out for another non-bsc guide catheter. There was difficulty advancing the burr through the guide catheter. While advancing the burr in dynaglide, there was an unusual sound from the advancer. Then it was found that the distal spring tip of the 325cm floppy rotawire guide wire was fractured, with the separated piece remaining in the patient. There was no attempts made to remove the detached piece of wire. No further treatment was performed to the site of the fragment at this time, but according to the physician, follow-up will be performed 6 months later. The procedure was completed with another of the same guidewires. No patient complications were reported and the patient's status is stable.